Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0208832440, implanted: (B)(6) 2014, product type: lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37081-20, serial# (B)(4), product type: extension; product ID 37081-40, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that stimulation was present with the lead andextensions while the high impedances were measured both with the ens and ins.

Event description:
It was reported that high impedances of ¿>10000¿ ohms were measured on several contacts with an external neurostimulator (ens) and the ¿lead connected with the three extensions.¿ initially after lead implant, the ens found ¿impedances were ok.¿ additional testing performed with the ens during the implant of the patient¿s implantable neurostimulator (ins) found ¿the lead impedances were ok.¿ however, upon connecting the lead with the three extensions, the high impedance issue was experienced. The ¿physician decided to use one of the extensions¿ and carry on with the implantation. Impedance testing found ¿four contacts had good impedances and gave a correct stimulation.¿ the other two extensions were noted to have not been implanted as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.